Event description:
The following add'l new info was received from the customer subsequent to the initial report. It was reported that the right femoral artery was also accessed during the procedure. After the attempt to pre-close the left femoral artery was unsuccessful, the physician decided to use the same prostar device to pre-close the right femoral artery. The prostar device was inserted into the right femoral artery without any resistance encountered. After mark was obtained, the needles were deployed with :some" difficulty and only three needles were retrieved. It was reported that a lot of force was needed to back down the needles. The prostar device was then repositioned, the needles were deployed and once again, only three needles were retrieved. The needles were backed down and the device was exchanged for a 12 fr. Sheath. Due to the fact that the left groin began bleeding, the pt was taken to surgery to complete the interventional procedure and to close the left and right common femoral artery with a "normal" suture.

Event description:
The physician attempted arteriotomy closure of the left common femoral artery with a prostar xl10 fr. Device after an interventional procedure. It was reported that it was not "easy" to obtain arterial access of the left femoral artery. The device was inserted but pulsatile mark was not obtained because the puncture was too deep. The device was removed and exchanged for a 10 fr. Sheath. After an unspecified amount of time, it was reported that the groin had "major" bleeding. The 10 fr. Sheath was exchanged for a 12 fr. Sheath, however, the patient continued to bleed. Manual compression was then held until the emergency team from the operating room arrived. The patient was taken to surgery and it was reported that the "intervention was completed". The surgeon reported that many "hard plaques" were found and there was no "big damage". The physician stated that he did not believe that it was a "failure of the device". Although requested, no additional information has become available.